Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. No traces of blood were found on the adhesive pad, soft cannula or formed needle. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. A close inspection of the formed needle did find it to be rotated off from center, although still within the 45 degree specification. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 290 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Patient also reported bleeding at the site when the pod was removed as well. As treatment, a new pod was applied and bg levels reportedly came down.